Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional devices: serial# (B)(6) d9:yes h3:yes h6:FDA method code(s): b01, b15 h6:FDA result code(s): c`19 h6:FDA conclusion code(s): d14 serial# (B)(6) d9:yes h3:yes h6:FDA method code(s): b01, b15 h6:FDA result code(s): c`19 h6:FDA conclusion code(s): d14 serial# (B)(6) d9:yes h3:yes h6:FDA method code(s): b01, b15 h6:FDA result code(s): c`19 h6:FDA conclusion code(s): d14 serial# (B)(6) d9:yes h3:yes h6:FDA method code(s): b01, b15 h6:FDA result code(s): c`19 h6:FDA conclusion code(s): d14 serial# (B)(6) d9:yes h3:yes h6:FDA method code(s): b01, b15 h6:FDA result code(s): c`19 h6:FDA conclusion code(s): d14 product event summary: six (6) batteries ((B)(6) ) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the controller log files pertaining to con410769 revealed the batteries discharged as expected when in use. Failure analysis of the returned devices revealed that the units passed visual inspection and functional testing. The batteries were able to adequately connect to and provide power to a test controller, as well as charge and discharge with no anomalies observed. As a result, the reported event could not be confirmed. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system, battery, model #: 1650 / catalog #: 1650 / expiration date: 30-apr-2021 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no, device evaluation anticipated, but not yet begun, mfg date: 03-apr-2020, labeled for single use: no. Patient ime code(s): (B)(4), imf code(s): (B)(4), img code(s): (B)(4), FDA device code(s): (B)(4), FDA results code(s): (B)(4), FDA conclusion code(s): (b)(4. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that six (6) batteries were exhibiting power consumption issues. The batteries were draining oddly, dropping to 3 charge capacity bars or 2 bars simultaneously and quickly. It was noted that proper power changes were made with accurate usage. It was suspected that the patient had not charged the battery to 100% charge capacity before attaching to controller. All batteries were replaced. No patient complications have been reported as a result of this event.